Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. No unexpected replace battery alerts, replace battery now alarms or off no power alarms noted during testing. Multiple low battery alerts in the pump trace download, high sleep current measurement and high active current measurement due to moisture damage on electronic board stack. Insulin pump received with same audio tone when switching from volume 5 to volume 1, pump error alarm was present in the pump trace download and pump error alarmed during self test due to broken trace at electrical board on keypad assembly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling, fading end cap address serial number label, cracked retainer and scratched case. Corroded force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Battery cap was not damaged. The customer did a self test, and insulin pump had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.